Manufacturer narrative:
Device was used for treatment, not diagnosis. Vicenti, g., and et al. (2014) micromotion in the fracture healing of closed distal metaphyseal tibial fractures: a multicenter prospective study. Injury, int. J. Care injured, volume 45s: s27-s35. This report is for unknown ¿ 3.5-4.5 medial distal tibial locking compression plate (lcp)/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article vicenti, g., and et al. (2014) micromotion in the fracture healing of closed distal metaphyseal tibial fractures: a multicenter prospective study. Injury, int. J. Care injured, volume 45s: s27-s35. The purpose of this article is to analyse the influence of the dynamic locking screw (dls) on simple distal metadiaphyseal long bone fractures when minimally invasive plate osteosynthesis (mipo) and bridging configuration technique were adopted. The objective of this study was to show that dls may enable an expansion of the indications for mipo bridge plate technique to more simple fracture patterns, which up to now were treated with intramedullary nailing or compression plate technique and associated with a delay in the healing process when treated with bridging plate technique. This was a prospective study that occurred between 2011 to mid-2013. The study included forty (40) patients, with a total of seventeen (17) males and twenty-three (23) females with a mean age of 43.5 +/- 16.8 years. A copy of the literature article is attached to this medwatch. This is report 1 of 4 for (B)(4). This report is for an unknown - 3.5-4.5 medial distal tibial locking compression plate (lcp) and refers to patient 2 ((B)(6) female), who had a non-union in the locking screw (ls) and medial distal tibial locking compression plate (lcp) group.